Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The contribution of the device to the reported event could not be corroborated. The returned components were examined visually. No destructive analysis was performed. Scratches and burnishing were observed on the articular and distal surfaces of the tibial insert. Additionally, damage was observed on the anterior surface of the insert. The post of the insert was fractured and experienced damage, deformation, and burnishing. No material or manufacturing deviations were discovered in this investigation. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. The returned components were examined visually. No destructive analysis was performed. Scratches and burnishing were observed on the articular and distal surfaces of the tibial insert. Additionally, damage was observed on the anterior surface of the insert. The post of the insert was fractured and experienced damage, deformation, and burnishing. No material or manufacturing deviations were discovered in this investigation. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2013, the patient's knee slipped and gone backwards. This adverse event was solved by a revision surgery performed on (B)(6) 2021, in which the device was explanted. It was found that, the post on the insert had broken. It is unknown patient current health status.